Event description:
During philips evaluation and repair, the device crashed when an fco was being implemented. There was no patient involvement as this occured during servicing.

Manufacturer narrative:
(B)(4).